Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the distributor contacted animas, alleging a load step or cartridge not recognized issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: unable to determine if load step malfunction occurred in b/box. Load step malfunction was not duplicated during investigation. Force calibration test passed. Opened pump- no evidence of physical damage on force sensor pins. Unrelated to the complaint, there is a dim display- letters have a red hue. Battery compartment cracked along the side and at case seal to the left side of the bumper pad. Piston cap is missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2, 28-march-2017- correction to serial#.